Event description:
It was reported that occasional noise was noted on the patient's lead. The lead appears to be in the correct position based on x-ray and the noise could not be recreated. The lead remains in use and will be monitored by the physician. No patient complications have been reported as a result of this event no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.